Event description:
A (B)(6) male underwent initial evar on an unspecified date. The physician placed one zenith flex main body and two zenith iliac leg grafts with spiral-z technology. At some point, the patient was noted to have the iliac closure on the left side. The patient underwent reintervention for additional stenting. No dates have been provided. Additional information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.